Event description:
Cassettes leaking after preparations made. Discussed with company rep. Who had received 3 other complaints of leaks. Change in design of red cap closure caused the tubing to crack & leak.